Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined in this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling article titled, first-in-human report of mitraclip g4 implantation for torrential tricuspid regurgitation and severe secondary mitral regurgitation. (B)(4).

Event description:
This is filed to report the mean gradient pressure increased to 6mmhg with clip deployment. It was reported through a research article identifying a case study of an (B)(6) year old patient that had a mitralclip procedure performed to treat severe mitral regurgitation (mr) with a mean pressure gradient of 2 mmhg and torrential tricuspid regurgitation (tr). A g4 ntw clip delivery system (cds) was first attempted to reduce her mitral regurgitation; however, the mean pressure gradient increased to 11 mmhg. Therefore, the ntw cds and clip were removed and changed to an ntr cds. The mean pressure gradient was reduced to baseline once the ntw clip was removed. There was no adverse patient effect due to the increased pressure gradient. There were no issues with the ntw clip, the physician felt it was too big for the patient¿s borderline normal mitral valve atrium. The ntr cds was implanted at the a2/p2 with improvement of mitral regurgitation to mild, and a mean pressure gradient of 6 mmhg. The physician felt this was more of an acceptable gradient that could be managed with medication. Because tr severity was unchanged after mitral repair, the procedure continued to treat the tr. Two g4 xtw clips were implanted reducing mr to moderate. Additional details are provided in the attached article titled, first-in-human report of mitraclip g4 implantation for torrential tricuspid regurgitation and severe secondary mitral regurgitation. No additional information was provided.

Manufacturer narrative:
(B)(4).